Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported patient with diabetes (pwd) experienced a bg spike to 400 mg/dl without a line-blocked alarm occurring. The infusion site was changed, at which time a bent cannula was noted. Following the site change, bg returned to correction range. There was no patient injury.